Manufacturer narrative:
It was reported that a revision surgery was performed due to implant fracture. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Some potential causes of the reported event could include but not limited to trauma injury, abnormal motion over time or size of device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, after an unspecified surgery, the implant fractured. The device was found defective. The allegation was treated by performing a revision surgery to explant an unknown liner. The physician attributes the fracture to the device. The patient outcome is unknown.